Manufacturer narrative:
(B)(4). Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered red blood cell unit. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit # (B)(4). Terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
Investigation: the disposable set was not returned for evaluation. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specification. The manufacturing records, test records and inspection records were reviewed for abnormalities and none were found. Root cause: the root cause for the leukoreduction failure is undetermined. Leukocyte leakages commonly caused by the following factors: characteristics of blood - there is a possibility of leukocyte leakage due to blood characteristics of donors. Pressure loaded on filter membranes - when a physical stress on filter membranes is greater than expected, the trapped leukocytes are pushed out of the filter and may result in leukocyte leakage.